Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the hip/buttocks area, between 36 and 48 hours, the site was painful, itchy, burning, irritated swollen and purulent. The patient have visited the hospital, where an under patch adhesive (fixomull) have been recommended and a cream was given (name unspecified).